Event description:
It was reported that within a few minutes of initiating ecls support, blood was seen exiting the exhaust port. Leakage was initially slow, but increased with a total of 15-20 ml's blood loss. The device was replaced. No reported pt effect. Eecls- extra corporeal lung support. (B)(4). MFR ref #: 8010762-2015-00389.